Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings: evaluation revealed that there were two battery compartment cracks observed in thread area. A power loss was not observed. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. The pump case was removed, no evidence of moisture contamination or loose components found inside pump. The display is faded, discolored and very difficult to read. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment is cracked and the display screen is faded. This report is made based on results of investigation completed on 12/04/2013.